Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a clearlink extension set with 1.2micron filter in which a leak occurred "around the filter." It is unknown where exactly around the filter the leak occurred. The condition was reported to have occurred while delivering lipids during patient use on an unknown date. A blood culture was performed on the patient as a precaution and the test results were satisfactory. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4): additional information. The sample was received for evaluation on (B)(4) 2011. An actual sample was received for evaluation of the reported condition of a leak. A visual inspection of the sample found that all components were present, in the right position, and complete. Functional testing was performed to test the general function of the product and adequacy of the directions for use, including a pressure test for leaks at 8psi. A membrane rupture and housing failure test was then performed on the sample and leaking was not detected at the air vent or weld. The returned sample functioned according to procedure and no product anomalies were found during sample evaluation. A batch review could not be performed as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.